Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer declined to provide their blood glucose level. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The device was received with cracked lcd window at the upper right and bottom left and right corners, cracked case at display window corners, reservoir tube lip and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.